Manufacturer narrative:
Field service optimized the instrument and performed instrument verification on (B)(4) 2008. Root cause may be sample related. The sample may have small lymphocyte cells. The nrbc cells may have merged together with the lymphocytes in the wbc histogram. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00587, 1061932-2011-00589.

Event description:
Customer reported erroneous nucleated red blood cell (nrbc) test results of 0 (zero) were obtained when using the coulter lh 750 hematology analyzer on (B)(6) 2008. The erroneous test results occurred with a specific pt sample. There were no instrument generated flags specific for nrbc. There was an instrument generated differential flag and a manual differential was performed. Nrbc test result of 5% was obtained. It is unk if erroneous test results were reported out of the laboratory for this event. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 3 events reported by this customer for the same pt tested on three separate occasions. This report is for the testing performed on (B)(6) 2008.